Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: apr 22, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no further issues were observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left (os) eye due to refractive surprise, myopia. The patient's daily activities were significantly affected. The patient was prescribed medication (pmn), details were not provided. The replacement lens model is unknown/not provided. There was no delay reported. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Weight & ethnicity¿ unknown, not provided. The intraocular lens (iol) was not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.